Event description:
It was reported by the risk specialist that last night the intra-aortic balloon (iab) was prepped per instruction and prior to insertion the membrane prematurely unwrapped. The md made a request for another iab. Reference MDR #1219856-2010-00336 for the second event involving the same pt.

Manufacturer narrative:
(B) (4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore it is reportable. Evaluation: the iab & super arrow-flex (saf) sheath were returned for evaluation. There was blood on the exterior surfaces of the iab & in the side arm of the sheath. The visible portion of the bladder was unwrapped. The one-way valve was connected to the gas lumen of the iab. The fiberoptic sensor (fos) & cal key were connected to the iab. The one-way valve passed all tests. A vacuum was pulled on the iab & it did not hold. A leak was detected at the bushing/bifurcate junction. There were no other leaks detected in the iab assembly. The bushing/bifurcate junction was examined under magnification. There was a gap between the bushing & the bifurcate on one side. On the side that did not leak there was no gap in the junction. The bladder thickness was measured & was within specification. The catheter outer diameter was measured & was within specification. The complaint of "prior to insertion the membrane prematurely unwrapped" is confirmed. There was a gap in the bushing/bifurcate junction that allowed the vacuum to leak. This is an isolated event & will be monitored.